Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving a shock from this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD). A boston scientific technical services (ts) consultant reviewed the event and determined the shock was inappropriate. Good signal amplitude was noted at event onset; however, a large and wide complex was observed at the time of detection, but the qrs complex was also observed marching through. This large and wide complex appears to be seal plug artifact and not true ventricular tachycardia (vt). The ts consultant recommended programming the device to primary sensing vector if viable. The physician reviewed the patient's s-ICD screening, performed a snapshot in all vectors and confirmed that primary vector was suitable. Therefore, the sensing vector was reprogrammed from secondary to primary. The system remains in service and no adverse patient effects were reported.